Event description:
It was reported that the pump had a loose connection at the usb port, causing it not to charge properly. There was no reported impact on the customer's blood glucose level. The faulty pump is being returned and a replacement pump has been provided.